Event description:
It was reported that the patient "feeling very sore in chest and device area due to device moving and rubbing." Medical doctor told patient it would take time to heal. Patient felt it had been enough time and stated, "I would have never had this if I know I would be going through this discomfort." Tech service encouraged to keep working with heart medical doctor. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.